Manufacturer narrative:
Results: wash valve rotor. A beckman coulter fse (field service engineer) was dispatched and discovered foam within the analyzer's wash pump. The fse replaced the wash valve rotor to resolve the issue and instrument was verified per established procedures. The likely cause of the event is a hardware malfunction as the fse discovered foam within the wash pump.

Event description:
The customer reported obtaining erroneously elevated accutni (troponin I) and ck-mb (creatinine kinase-mb) results above the normal reference range of the assays, for seven (7) patients, involving the access 2i immunoassay analyzer portion of the synchron lxi 725 system. The customer indicated that elevated accutni results which were within the risk stratification range and above the ami (acute myocardial infarction) cut-off of the assay were obtained for this event. The samples were repeated on the laboratory's alternate access 2 analyzer and accutni and ck-mb results within the normal reference range were obtained. The erroneously elevated accutni and ck-mb results were released out of the laboratory but the customer was unable to provide information whether there was a change or affect to patient treatment in connection with this event. The customer reported that system parameters, including qc and calibrations, performed within specifications at the time of the event; however, no system check or calibration curve data was provided by the customer. The samples were collected in 3.0 ml becton dickinson lithium heparin plasma tubes and centrifuged at 3500 rpm for 10 minutes at room temperature. No sample integrity issues were noted by the customer.